Event description:
A report was received that the patient's ipg could not take a charge and was having difficulty aligning the charger to the ipg. The patient underwent a procedure wherein the pocket was made superficial and a drain was placed inside due to the fluid that had accumulated that caused a barrier between the ipg and the skin. The patient was able to charge after the procedure.